Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately at the distal tip. A piece measuring proximately 1.60mm x 7.10mm was not returned with the instrument. The proximal clevis adjacent to this broken main tube show indentations which may indicate potential mishandling/misuse. The complaint regarding the metal attachment branches being broken was confirmed by failure analysis. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the metal attachment of the fenestrated bipolar forceps broke out. There were no delays. The procedure was completed with no reported injury.